Event description:
Affiliate reported that the monitoring was too high and was not compatible to the patient's clinical evaluation and tomography. The affiliate reported that the microsensor was removed and replaced with another one.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.